Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. A label on a case carton was confirmed to be from batch #: 0002418 (p/n 305917). A portion of one strip of safetyglide needles from the same batch was observed from the top web side. The expiration date had its last digit cut off. The strip was from cavities 11-15. One photo showed a single package with an unshielded needle inside. Based on the investigation conclusion, bd was able to verify the detections and categorize the conditions reported by the customer. Batch: 0002418 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for unshielded needle is associated with defective material from the vendor and failure to contain the defect. This reported condition has been confirmed to be within the specified acceptable quality level defined in the applicable specification. Corrective actions took place to mitigate the occurrence of unshielded needles in blister packs since the manufacturing of this batch. Actions included mechanical modification to the needle line to prevent the unshielded needles from getting to the blister pack loader by detecting and discarding the defective product. This was completed 16jan2020. A potential root cause for the cut off expiration date on the package is associated with the packaging process. Two exception investigations (gen-2131-exp and gen-2132-exp) were opened to determine the root cause and corrective actions for quality and for manufacturing for the defects identified on the line. CAPA initiation determination (ID #: (B)(4)) was initiated as response to this complaint. H3 other text : see h.10.

Event description:
It was reported that 200 bd safetyglide¿ needles had a partially missing expiration date on their labels, and 1 needle's safety mechanism detached. All defects were found before use in lot# 0002418. The following information was provided by the initial reporter: "several boxes of needle pouches have the expiry date data partially missing. 1 needle found with missing plastic needle protective sheath."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: three photos were received and evaluated. A label on a case carton was confirmed to be from batch #0002418 (p/n 305917). A portion of one strip of safetyglide needles from the same batch was observed from the top web side. The expiration date had its last digit cut off. The strip was from cavities 11-15. One photo showed a single package with an unshielded needle inside. Additionally, one strip of five sealed packaged safetyglide needles and one loose sealed packaged safetyglide needle were received. All packages confirmed to be from batch #0002418 (p/n 305917). Physical samples matched photos previously provided and evaluated. Based on the investigation conclusion, bd was able to verify the detections and categorize the conditions reported by the customer. Batch 0002418 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for unshielded needle is associated with defective material from the vendor and failure to contain the defect. A potential root cause for the cut off expiration date on the package is associated with the packaging process. CAPA#1619250 was initiated. H3 other text : see h.10.

Event description:
It was reported that 200 bd safetyglide¿ needles had a partially missing expiration date on their labels, and 1 needle's safety mechanism detached. All defects were found before use in lot# 0002418. The following information was provided by the initial reporter: "several boxes of needle pouches have the expiry date data partially missing. 1 needle found with missing plastic needle protective sheath".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd safetyglide¿ needles had a partially missing expiration date on their labels, and 1 needle's safety mechanism detached. All defects were found before use in lot# 0002418. The following information was provided by the initial reporter: "several boxes of needle pouches have the expiry date data partially missing. 1 needle found with missing plastic needle protective sheath."